Manufacturer narrative:
This MDR is being submitted following our procedure: patient was hospitalized for hyperglycemia (third party intervention, possible serious injury, information on symptoms were not provided). Device unavailable for investigation. Insufficient information available to explain if v-go contributed to the event or not.

Event description:
It was reported to valeritas customer care during an outbound call, that type 2 diabetic patient experienced a hyperglycemic event while using v-go 20 for a week. Patient experienced a blood glucose reading of 590mg/dl (hyperglycemia). Patient was admitted to hospital overnight and discharged the next day. Case assessment not possible as patient has declined to provide further information. Device was discarded at the hospital.